Event description:
It was reported, the patient was implanted with a trial lead and intra-operative testing revealed adequate stimulation coverage. Reprogramming resulted in painful stimulation. Reportedly, the patient was sent home with no programs. Reportedly, the physician explanted the lead the following day, ending the trial. It was reported the patient left the office without issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.